Event description:
Additional information received indicates the extension incision site (wound) has not closed since implant. Reportedly, the wound has closed and there is no more pus.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that retro auricular wound was opened and suppurating. There was purulent discharge (pus). As such, surgical intervention took place wherein the extension were explanted. A washout was performed at the wound site and antibiotic therapy was started to control infection. Reportedly, lab results came back negative for an infection.